Event description:
The facility representative reported a pump with failure code 812:02. The condition was found during bio-med testing. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the device evaluation was completed and failure code 812:02 confirmed due to a defective pump head module (phm). Service installed a new phm and tested the device.